Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that for the past couple of weeks, he has had a lot of insulin leaking on the plaster of the infusion set. Verified pt is inserting infusion set correctly. Company rep confirmed correct procedure in person with pt. Pt stated the issue happens a day after inserting the infusion set. Pt is currently using a different lot number of infusion sets. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.